Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer understood and acknowledged.